Manufacturer narrative:
Per the gore-tex® suture instructions for use precautions, when tying knots with the gore-tex® suture, tension should be applied by pulling each strand of the suture in opposite directions with equal force. As the knot is tensioned, the air in the suture is forced out. Care should be taken to avoid using a jerking motion which could break the suture.

Event description:
It was reported to gore that during an abdominal aortic aneurysm resection, a gore-tex® suture was used to suture a gore-tex® vascular graft to the root of the middle artery vessels. However the suture was reportedly broken during knot tying. Then the physician used the remaining suture to tie the knot to complete the procedure. There was no injury to the patient.